Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had triathlon knee implanted 4 years ago. Patient complained of laxity and pain in right knee. Revision performed converting the current cr triathlon implants to ps implants. No other information accessible due to hospital confidentiality policy.